Event description:
New information notes that during routine device clinic patient had episodes of non-sustained rv oversensing nsrvo. The episodes were the same as the last time they looked at them a year ago and advised no changes. Patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained rv oversensing was observed during routine device clinic today. After looking at the egms, no programming changes were recommended at that time and the patient will continue to be monitored via merlin.net and in office checks.